Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side baker grade IV, capsular contracture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify four punctured in the device. Based on the device analysis the final assessment is: - more than three puncture opening on anterior assessed as to surgical damage like. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side baker grade IV, capsular contracture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side baker grade IV, capsular contracture. Device remains implanted.